Event description:
A healthcare professional reported that the phacoemulsification handpiece did not suck or fragment the cataract during a cataract/vitrectomy procedure. The console did not present any system message. The surgery was completed with no patient impact. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The phacoemulsification handpiece sample was connected to resistance test box to check the input and output impedance and found output impedance non-conforming. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the phacoemulsification handpiece to meet product specifications. The returned phacoemulsification handpiece sample was connected to a calibrated system. System message (sm) [handpiece pressure sensor failed] displayed when the handpiece attempted tuning. Flow rate test, and ultrasound (u/s) stroke and torsional stroke measurement were performed and meet specification. Testing found the handpiece to meet company specifications as it relates to the reporting event. Unrelated to the reported event sm - [handpiece pressure sensor failed] was display during tuning. Therefore, the customer reported event was not able to be confirmed. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to meet flow specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).